Event description:
Revision surgery - due to pain in left hip, the pt was hearing and feeling clicking, a snapping type sensation. See scanned page.

Manufacturer narrative:
The reason for this revision surgery was pain and a reported clicking/snapping sensation the patient was experiencing after 5.5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 17th complaint for this product (3 infection, 10 dislocation, 2 stability/poor joint, 1 trauma, 1 pain), first for this lot. The root cause for the patients pain could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.